Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced an irregular heart rate while driving on rough roads and experienced high rate pacing when raising and lowering the left arm. The patient was pacemaker dependent and inquired about the minute ventilation (mv) sensor programming communication. Boston scientific technical services (ts) discussed information regarding the mv sensor communication. No adverse patient effects were reported. This product remains implanted and in service.